Manufacturer narrative:
The reported experience of keyboard could not be investigated as no devices were provided for this investigation. However, the incident devices (2 pcus) were received and investigated in an associated (B)(4). The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had keypad failures. Since (B)(6) 2019, the usual button malfunctions for pcus are ¿1, 4, 7, clear¿ and the ¿up arrow above ¿1¿. However, this problem is not secluded to these buttons only. They have seen the ¿system on¿ power button go out as well¿ as the button used to admit patients. The buttons vary. A patient has not been involved in a serious case thus far. There has been no patient harm.